Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings are cut it seems... Broken [device breakage]. Case narrative: consumer reported via email that the tampon strings seem to be cut and broken. No injury was reported.